Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump was not returned to tandem diabetes care; therefore, a device evaluation was unable to be performed. Control-iq technology relies on current cgm sensor readings and will not be able to accurately predict bg levels and adjust insulin delivery if for any reason the cgm is not functioning properly. The information provided regarding the event is insufficient for dexcom to perform an evaluation of cgm sensor/transmitter data; therefore, an evaluation is unable to be performed for this event. H3 other text : device not returned

Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 218 mg/dl, and the meter bg reading was 21 mg/dl resulting in the customer losing consciousness. The customer's neighbor contacted emergency services who disconnected the pump from the customer to initially treat the low bg. The customer was subsequently hospitalized where healthcare providers administered intravenous fluids of saline to treat bg. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Customer was released from the hospital on (B)(6) 2024 with the issue resolved and no permanent damage. No additional patient or event information was available.